Event description:
The customer provided additional information regarding the nature of the reported issue. The customer stated: "every once in a while when booting up, neither the screen or the led¿s on the uim light up. I noticed this 3 times in about 15 startups. I have noticed the error usually occurs when the vent is left longer in between startups (about 2 min)".

Manufacturer narrative:
Carefusion file identifier: (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The suspect component is an obsolete unit that can not be repaired so the customer has indicated that it will not be returned so no evaluation can be performed. Any additional information received from the customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module uim does not boot up. The customer reported there was no patient involvement associated with this event.